Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head has a cut on the cord. The event occurred during maintenance. There were no reports of patient involvement

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was reported that the camera head has a cut on the cord. The subject device was inspected and olympus confirmed the issue. Additionally, a leak test failure was discovered. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the issues is fatigue. The root cause of the issue could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head has a cut on the cord. The event occurred during maintenance. There were no reports of patient involvement.